Manufacturer narrative:
Section d1 brand name: corrected. Section d4 catalog number: corrected. Section d4 primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed a reset of the left ventricular assist device (lvad) clock, indicating that a pump stop had occurred. The submitted controller event log file from the patient¿s original primary controller captured low power advisories beginning on (B)(6) 2023 at 08:07:26 due to routine battery depletion. At 08:13:39, the driveline was disconnected, consistent with the reported controller exchange. No other notable events were observed. The pump appeared to operate as intended at the set speed prior to the driveline disconnection. The submitted controller event log file from the patient¿s new primary controller captured events on (B)(6) 2023 and revealed a continuous controller clock corrupt alarm. A specific cause for this alarm could not conclusively be determined (refer to MFR #: 2916596-2023-08550). The submitted lvad event log file revealed the lvad clock had reset to a default timestamp, indicating there was a total loss of power to the pump. Such an event would have resulted in a pump stop. A specific cause for the total loss of power could not be conclusively determined through this evaluation, as the onset of the event was overwritten by newer incoming events. The pump appeared to operate as intended at the stored patient speed for the duration of the files. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and no further related events have been reported at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 left ventricular assist system patient handbook, rev. D, are currently available. Both documents contain a section entitled, ¿alarms and troubleshooting,¿ that addressed how to properly interpret and troubleshoot all system alarms, including pump stop alarms. Section 8 of the patient handbook also contains a section on handling emergencies, which includes instructions in the event the pump stops. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related MFR # 2916596-2023-08550 and related MFR #2916596-2023-08548. It was reported that the patient's pump was not running and the system controller was black but there was no alarm present, so the patient exchanged the controller at home. The patient was seen in clinic on 04dec2023, where it was found that the speaker sound on the controller was low, and the patient was given two new controllers. Log files showed low power advisory alarms prior to the controller exchange, and the emergency backup battery (ebb) use count was maxed out at 255. Log files after the controller exchange captured several ebb issues, a controller clock issue, and the ebb use count was maxed out at 255.